Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a hemorrhagic stroke on (B)(6) 2013. The pt was readmitted on (B)(6) 2013 for lower extremity thrombus (arterial clot in ankle) while on anticoagulation. The pt was administered medication. A CT scan revealed a "kink" in the distal outflow graft and a potential thrombus in the outflow graft at the aorta. The hospital reported that there are no other surgical options at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.